Manufacturer narrative:
This report is submitted on jun 8, 2021.

Event description:
Per the clinic, the patient experienced pain at the magnet site. The magnet strength was decreased with addition of a moleskin. Antibiotics and a steroid (form of administration unknown) were administered without success.